Event description:
Bilateral silicone breast implants were removed and replaced with saline implants, due to right breast mass. Both implants were found to be ruptured. The silicone implants were labeled, "dow corning 200cc" and had been implanted 15 years ago. Implants were sent to the reporter's pathology dept for storage.